Manufacturer narrative:
G4: 30aug2019; b4: 04sep2019. The part was received for failure investigation. This oxygen valve solenoid failed due to foreign debris. Cleaning this oxygen valve solenoid corrected the high pressure leak test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. The manufacturer¿s field service engineer (fse) confirmed the reported high pressure leak issue, and a (led) light emitting diode failure. The manufacturer¿s field service engineer (fse) replaced the oxygen solenoid valve and power switch overlay. The unit was checked overall and functionally tested, and no other abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported a high pressure leak test failed, and a (led) light emitting diode failure. There was no patient involvement.